Event description:
It was reported that the patient was admitted to a hospital in (B)(6) on (B)(6) for altered mental status. The patient was visiting the area and lived out of state. Per the reporter the hcp¿s at the facility felt the patient was receiving ¿too much of a dose of meds¿ and wanted the pump decreased. On (B)(6), the pump was turned down 25% as the patient was unarousable. The following day, the patient was still hard to arouse but then became agitated, combative and had difficulty breathing. The patient was intubated. The patient was transferred to ICU. The pump was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).